Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor had a leak. This occurred before patient use. It was stated that it was leaking from the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: march 30, 2016 - march 31, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and revealed a leak/backflow at the fill port. Further examination on the unit revealed the direct cause of the leak/backflow condition was due to a white particle approximately 0.30 square mm in size located under the checkband. The white particle was identified to be acrylic material via ft-ir spectroscopy testing. The reported condition was verified. The cause of the reported condition was determined to be particulate matter. Should additional relevant information become available, a supplemental report will be submitted.